Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented for a regular follow-up in clinic. Competitive atrial pacing was observed at the same time as the intrinsic r-wave. A bp event was noted in the late portion of the t-wave, which induced ventricular tachycardia. Programming changes were made.

Manufacturer narrative:
Additional info received notes that the implant date (B)(4) was (B)(6) 2013.